Event description:
Boston scientific received information that the patient implanted with this device system experienced a syncopal event and had reportedly fallen/fainted. The patient was brought into the clinic for evaluation. Upon device interrogation, elevated right ventricular (rv) lead and left ventricular (lv) lead thresholds were observed. Rv pacing impedance measurements had decreased from 650 ohms at implant to 361 ohms and no capture was observed. Lv pacing impedance measurements had increased from 650 ohms to 881 ohms. Technical services was consulted and discussed the possibility of a lead dislodgement. A chest x-ray was performed, however, it was unremarkable. The device output was reprogrammed and the post-testing electrograms indicated appropriate capture was achieved. No further complications were reported.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was explanted over six years later for reported normal battery depletion. The rv and lv leads remain in service with the new device. The crt-d was returned for analysis.